Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove the essure implant in (B)(6) 2016.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". The patient's medical history included migraine, asthma, dizziness, giddiness, swelling nos and ovarian cyst. Concurrent conditions included polyhydramnios, antepartum complication, premature rupture of membranes, emphysema, cough, nasal congestion, chest pain, chest discomfort and viral upper respiratory tract infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea"), was found to have weight increased ("weight gain") and underwent ovarian cystectomy ("right ovarian cystectomy/left ovarian cystectomy"). The patient was treated with surgery (bilateral salpingectomy with removal of essure/hyst.(full) oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, endometriosis, female sexual dysfunction, abdominal pain, psychological trauma, vaginal discharge, migraine, headache, nausea, weight increased and ovarian cystectomy outcome was unknown. The reporter considered abdominal pain, dyspareunia, endometriosis, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- oophorectomy (one side removal of ovary). Surgery was performed. There were 8 remaining coils on the left and 3 remaining coils on the right. Date(s) of removal: (B)(6) 2016 (discrepancy noted as per ppf). Received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, right ovarian cystectomy, left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: finding: a 3.3 cm complex cyst is seen in the right ovary and is compatible with a hemorrhagic cyst. The left ovary and uterus are normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dyspareunia, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received new event- apareunia, abdominal pain, psych injury, vaginal discharge, migraine, headaches, nausea, weight gain, right ovarian cystectomy/left ovarian cystectomy, she did not underwent essure conformation test, were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B06097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (to remove the essure implant in (B)(6) 2016. Hysterectomy (full),oophorectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017- oophorectomy (one side removal of ovary) surgery was performed. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), dyspareunia, endometriosis. Reporter information, historical condition & lot number were added. Essure removal date were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (to remove the essure implant in (B)(6) of 2016. Hysterectomy (full),oophorectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2017- oophorectomy (one side removal of ovary) surgery was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 23-year-old female patient who had essure (batch no. B06097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included depression in (B)(6) 2013, anxiety in (B)(6) 2013, migraine, asthma, dizziness, giddiness, swelling nos and ovarian cyst. Previously administered products included for an unreported indication: mirena in 2012. Concurrent conditions included polyhydramnios, antepartum complication, premature rupture of membranes, emphysema, cough, nasal congestion, chest pain, chest discomfort and viral upper respiratory tract infection. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia"). In (B)(6) 2015, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and migraine ("migraine/headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), headache ("headaches"), depression ("depression") and anxiety ("anxiety") and underwent ovarian cystectomy ("right ovarian cystectomy/left ovarian cystectomy"). The patient was treated with surgery (bilateral salpingectomy/hysterectomy, right ovarian cystectomy & left ovarian cystoctomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, endometriosis, female sexual dysfunction, abdominal pain, psychological trauma, vaginal discharge, migraine, headache, nausea, weight increased, ovarian cystectomy, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, endometriosis, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- oophorectomy (one side removal of ovary) surgery was performed. There were 8 remaining coils on the left and 3 remaining coils on the right. Date(s) of removal: (B)(6) 2016 (discrepancy noted as per ppf). Received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, right ovarian cystectomy, left ovarian cystectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: finding: a 3.3 cm complex cyst is seen in the right ovary and is compatible with a hemorrhagic cyst. The left ovary and uterus are normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dyspareunia, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: plaintiff fact sheet received. Events¿ depression and anxiety¿ were added. Reporter information was updated. On 22-may-2020: pfs received: patient weight and height added. Fu 6 an 7 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.